Event description:
A nurse reports a crack was noted on the intraocular lens (iol) optic following insertion. Enlargement of the incision was required to accommodate removal and replacement of the iol.